Event description:
It was reported that pt rec'd high lead impedance on sys diagnostics tests. Physician feels there might be a possible lead break. The physician turned the device off and recommended pt to get x-rays. Three good faith attempts were made with this physician to obtain further info surrounding this event and full extent of the believed relationship to vns therapy; however these attempts went unanswered.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.